Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted into the patient during a surgery performed. It was reported that the patient experienced pain.